Manufacturer narrative:
Device malfunction is suspected but did not contribute or cause a death or serious injury.

Event description:
It was initially reported that the during a patient's office visit, high lead impedance was detected on a patient's system diagnostics. The patient was referred to the surgeon for consult. The surgeon has decided to leave the device programmed on at this time and not do revision surgery due to the patient reporting that she is still able to abort her seizures with magnet activations. It is unclear what could have caused the high lead impedance. A search performed in the manufacturer's programming history database resulted in last known diagnostics on date of implant of newest generator, which were within normal limits.